Manufacturer narrative:
Analysis of the va00k0a tined lead revealed all conductor wires are broken 23.6 cm from the proximal end broken at or near tined area. Updated date: with initial onset of therapy /device issue with event which has been reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# va0c2cf serial# implanted: 2013-10-18 explanted: product type lead product ID 3058 lot# serial# njy234692h implanted: 2013-10-18 explanted: 2015-12-03 product type implantable neurostimulator product ID 3037 lot# serial# njd195492n product type programmer, patient (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication ((B)(6) 2010)

Event description:
It was reported that the patient's system was "not working," as in, not feeling stimulation. The stimulator battery died. They saw that it was low on their programmer. While on the call, the stimulator was confirmed to be on. The patient still felt nothing. The patient needed the stimulator replaced. The stimulator did not last as long as expected. They had their stimulation set low to save the battery. Their previous stimulator lasted two and a half years. It was reported the patient had been reprogrammed during the previous summer. The patient had not felt stimulation since (B)(6) 2015. It was further reported that the patient did not have concerns with their device or therapy and received assistance from their health care provider (hcp) or manufacturer representative and their concerns were resolved. The patient also still had concerns regarding their device or therapy but was working with their hcp or manufacturer representative. The patient's replacement surgery was scheduled for (B)(6) 2015. The patient was frustrated with the situation as it was causing unnecessary stress on them and their family. It was the patient's understanding that the device should last 4 to 5 years and they were very independent. The patient spoke with their hcp and did plan on sending the device back for analysis. The patient was feeling shocking down their leg and wanted to know if they should have the device replaced. The patient felt better when the device was turned off. Additional information received reported that the patient cancelled the replacement surgery for (B)(6) 2015. The patient experienced shocking sensation and on (B)(6) 2015 they turned the device off and no longer had the shocking sensation. The patient would have an appointment with their hcp on (B)(6) 2015 to reevaluate and they may have the device replaced in the fall or late winter. Additional information received from the patient reported that a manufacturer representative (rep) saw her one minute before removal. She stated that she had been shocked by the device until it was turned off. She previously spoke to someone from the manufacturer and was told that the product should be sent back to check for malfunction. The system was removed. However, one of the leads broke during removal and was partially explanted. It was unknown if the issue was resolved. The patient's indications for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor. Refer to manufacturing report #3004209178-2015-09237 for the report associated with the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.